Event description:
The facility reported that during surgery, the blade broke between the shaft and the hub of the blade.

Manufacturer narrative:
Product was not returned to the manufacturer. Facility was not sure of the lot number for this device. Potential causes of breakage included rough surfaces from laser cutting, handpiece wear and improper heat treating. Breakage investigation included a review of the heat-treating supplier records, which indicated some lots of the product were not being properly heat treated before or after electrolyzing. This may have increased the likelihood of hydrogen embrittlement. Tests were performed on potentially impacted lots with the purpose of trying to break the blades, with some lots exhibiting breakage for some samples. Conclusion: a definitive cause for breakage of the blade was not identified. Correction: the supplier of electrolyzing services associated with the breakage is no longer used. Product from lots identified is being retrieved and replaced in order to complete further evaluation.